Manufacturer narrative:
The (B)(6) subsidiary did not analyze this unit. The complaint could not be confirmed since the product was not available for testing or eval. No add'l action is necessary at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was a delay of about ten minutes or more to activate the compressor. The perfusionist received an alarm "41>h2o" when the temperature was at 39 degrees c. He referred to another temperature indicator. The customer continued to use the device for the procedure. The perfusionist operated the unit by watching the actual temperature on the local membrane display. The surgical procedures was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.